Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be acute myocardial infarction. The patient was not hospitalized prior to the reported event. The pd therapy with the extraneal was ongoing until the time of death, however the patient was not connected to the cycler at the time of death. It was reported that an autopsy was not performed. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review, event history log review and device history record review were not performed as part of the complaint investigation due to unknown product code and unknown serial number. The cause was is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.